Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Affiliate could not test due to various electronic errors preventing the insulin pump to start up.

Event description:
It was reported that the battery cover would not come off the infusion device. The clinical specialist alleged that the battery possibly exploded in the device, but she is not sure. She stated there is white residue/powder around the edges of the battery cover. No adverse event was reported. The infusion device was requested to be returned for product evaluation.